Manufacturer narrative:
Additional product component: model number/catalog number: 72404252, serial number: null, batch/lot number: 694522004, model/catalog description: lgx preconnect mx 18cm ps iz.

Event description:
It was reported that the patient experienced inflation issues due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.